Event description:
Healthcare professional reported a trace of fluid between the prosthesis and capsule and small cysts. The device has been explanted and replaced with another maufacturer's device. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma-late: unable to observe as it is not related to the device. ¿ cyst: unable to observe as it is not related to the device. As per the investigation procedure, deformation and voids in the gel were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ cyst(s): unable to observe as it is a medical event that is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a trace of fluid between the prosthesis and capsule and small cysts diagnosed via mammography. "Small cysts" is not device related. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Event description:
Healthcare professional reported a trace of fluid between the prosthesis and capsule and small cysts diagnosed via mammography. "Small cysts" is not device related. The device has been explanted and replaced with another manufacturer's device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "trace of fluid between the prosthesis and capsule". Continued e1 phone number: (B)(6).